Event description:
The customer reported that the system had an image problem at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video camera power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.